Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue' moisture behind the display. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: corrosion in battery compartment. Pump leaks at battery compartment. Pump opened and moisture damage found inside case. Pump fails to power on (see pi (B)(4)). Unable to perform steps 4, 7-12 due to no power to pump. During investigation, corrosion was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find moisture damage inside the case.